Event description:
A customer reported during a case the cautery would not work. The cautery cable was switched out, but the cautery function still would not work. A standalone cautery device was used and the case was completed. Both cables that were attempted had been reused. The customer was advised, by technical support services (tss), to purchase a new cautery cable. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).